Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.

Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. The device was delivering an unspecified antibiotic when the pt's parent noted one air bubble in the tubing pass into the pt's peripheral IV catheter. The parent then noted a second air bubble distal to the cassette and called the nurse. The delivery was stopped and the pt's IV was discontinued. There were no adverse pt effects. Therapy was resumed using oral antibiotics. The nurse reported the air bubble was "not significant." The device was not isolated or removed from clinical service for testing. Though requested, no add'l info was provided.